Event description:
The user facility reported to terumo corporation that during cardiopulmonary bypass, a decrease in pao2 to 191mmhg was noted at the blood outlet. The gas analysis recorded during the operation is as follows: pvo2 = 48 mmhg, pao2 = 191.4 mmhg, blood flow rate = 4.5 l/min, o2 flow rate = 2.0 l/min. The operation was successfully completed with an increased o2 flow rate with no harm to the patient. No impact on patient. The device was not changed out. The surgery was completed successfully.

Manufacturer narrative:
A visual inspection of the sample revealed no anomalies or breaks which would have contributed to insufficient gas exchange performance. The fiber winding was visually inspected and no irregularities were found. The gas transfer performance was tested by circulating bovine blood, and no anomalies were revealed. The obtained values met terumo specifications. A review of the device history record revealed no indication of production related anomalies. The investigation results verified that the actual sample was within specification. From the available information, the cause of this event cannot be determined. The fx information for use (IFU) states, "start gas supply with v/q = 1 and fio2 = 100%, then make adjustments based on blood gas measurements." Reference evaluation codes: (B)(4) - no known impact or consequence to patient. Use of device issue. Method: actual device evaluated. Performance tests performed. Visual inspection. Results: no failure detected. Conclusions: no failure detected, device operated within specification all available information has been placed on file in quality management for appropriate tracking, trending and follow up.